Manufacturer narrative:
Photo have been received for this complaint, which was evaluated and in the photo is visible that the catheter is sealed in a peelpack. The issue is confirmed. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured in amount (B)(4) pieces in center c2 in december 2022 on packaging machine p006. Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No another complaint was received on lot#2l02753 and malfunction code ¿uca-pmc11.07 primary pack has incomplete or open seal / weld, or is torn, ripped damaged, split, cracked or crushed or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging ¿to april 14, 2025. Two complaints have been received on this lot and malfunction code ¿uca-pmc11.16 difficult to remove catheter from primary pack during use ¿¿ tw# (B)(4) (no photo, 1 affected piece) and tw# (B)(4) (no photo, 3 affected pieces). According to (B)(4) v.24.0, point 5.11.9 ¿ no welded catheters in peelpack are allowed. Visual inspection is provided according to tm-437 v.1.0. During production of lot#2l02753 all test have been carried out, and no discrepancies were found. According to sec. 5.17.10 packaging coordinator ¿ final check of catheters ¿ no welded catheters are allowed. Final check is provided according to il s2, aql 0,65 to inspect products in peelpacks. Control is provided in compliance with tm-437 v.1.0 and results are recorded in (B)(4) form 2. The percentage of affected pieces against lot is (B)(4). Affected quantity is within aql 0,65. This complaint was discussed on complaint review board on april 10, 2025, and the attendees decided that this is considered an isolated issue and no further actions are required. The issue will be monitored. Operators will be retrained according to (B)(4) education and training of production personnel and the issue will be presented to operators according to (B)(4) qa data visualization. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Photo have been received for this complaint, which was evaluated and in the photo is visible that the catheter is sealed in a peelpack. The issue is confirmed. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured in amount (B)(4) pieces in center c2 in december 2022 on packaging machine p006. Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No another complaint was received on lot#2l02753 and malfunction code "uca-pmc11.07 primary pack has incomplete or open seal / weld, or is torn, ripped damaged, split, cracked or crushed or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging" to april 14, 2025. Two complaints have been received on this lot and malfunction code "uca-pmc11.16 difficult to remove catheter from primary pack during use" - (B)(4) (no photo, 1 affected piece) and (B)(4) (no photo, 3 affected pieces). According to g905704 v.24.0, point 5.11.9 - no welded catheters in peelpack are allowed. Visual inspection is provided according to tm-437 v.1.0. During production of lot#2l02753 all test have been carried out, and no discrepancies were found. According to sec. 5.17.10 packaging coordinator - final check of catheters - no welded catheters are allowed. Final check is provided according to il s2, aql 0,65 to inspect products in peelpacks. Control is provided in compliance with tm-437 v.1.0 and results are recorded in g905704 form 2. The percentage of affected pieces against lot is (B)(4). Affected quantity is within aql 0,65. This complaint was discussed on complaint review board on april 10, 2025, and the attendees decided that this is considered an isolated issue and no further actions are required. The issue will be monitored. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
E.1: (B)(6). Affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
It was reported "the lower part of the catheter tube is compressed and stuck to the packaging within the vinyl pouch." Photos depicting the reported complaint issue were provided by the complainant.